Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 months and 15 days post implant of this 16mm pulmonary valved conduit in a (B)(6)-year-old pediatric patient, it was explanted and replaced with an 18mm pulmonary valved conduit of the same model. The reason for replacement was not reported. No additional adverse patient effects were reported.